Event description:
Reporter indicated that pt was hit with a baseball bat and has since experienced continual hoarseness, pain with swallowing, and feels like the device is constantly stimulating. Pt has been unable to turn the device off using the magnet.